Event description:
It was reported that the actual residual volume (arv) in the pt's pump reservoir was greater than the expected residual volume (erv). The pump was last filled on (B)(6) 2010. On (B)(6) 2010, the erv was 13.8 ml and the arv was 35 ml. The pt reported pain of "eight to ten" on a scale of one to ten (where ten was the highest level of pain). The pt's normal pain level was stated to be "two to three." It was later reported that the pt's pump was set at the minimum rate, and filled with preservative-free normal saline. The pt was then referred to a neurosurgeon for a "catheter revision." A dye study was attempted at the clinic, but was unsuccessful. The pt was "doing fine" following the "revision" surgery. It was further implied that the pt's pump was explanted as it was being returned to the MFR to determine what caused the "motor stall" and why there was no motor stall recovery. It was unclear whether the motor stall was confirmed. It was noted that the pt's pump contained fentanyl at a concentration of 500 mcg/ml and a dosage of 174.84 mcg/day. No further details were provided at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).